Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and granuloma.

Event description:
(B)(6) reported, recalled implant removed. (B)(6), later reported, seroma via operative report. Healthcare professional, later reported, "focal chronic inflammation, including histiocytes and multinucleated foreign body giant cells". This record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side recalled implant removed and seroma-late via. Healthcare professional later reported "focal chronic inflammation, including histiocytes and multinucleated foreign body giant cells" and capsular contracture, baker grade unknown. Device has been explanted.